Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was extracted due to persistent bacteremia, endocard itis, and probable ICD infection. Cultures were collected and the patient received antibiotic therapy. No further patient complications have been reported as a result of this event.